Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that the patient is experiencing ipg site irritation and both leads migrated. Surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced, and the leads were repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
It was reported that the patient is experiencing ipg site irritation and lead migration. As a result, surgical intervention may be undertaken to address the issue.